Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. Unique device identification (UDI)#: (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. This is #2 of three reportable complaints, see medwatch-1226348-2019-00455 and medwatch-1226348-2019-00457.

Event description:
It was reported that a patient had an icp of 15. Patient went to CT and upon return, patients icp was -23 with a good waveform. The brick was calibrated with the nurse and the icp still showed -23. The cables were changed out and then the brick recalibrated. It worked and that the patients icp looked good and was positive again. At almost 10pm, the nurse stated that the icp was negative again and that the bolt needed to be removed as it was not accurate.